Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm abdominal aortic aneurysm. It was reported that while implanting the bifurcated stent graft, the back-end wheel of the delivery system was discovered to be broken. As soon as the physician touched the wheel, the two halves came apart. It appeared that one of the inner tabs holding the wheel together had been broken. The physician had to hold the wheel together while removing the delivery system from the patient. The stent graft was successfully implanted, and the event did not result in patient injuries. Upon inspection of the returned product, the two halves of the thumbwheel were separated. One of the locking tabs was broken approximately halfway up the tab. In addition, the other thumbwheel half had a crack in the region of the tab window.

Manufacturer narrative:
(B)(4). Evaluation codes, results/conclusions: other (insufficient information; cause is unknown).